Manufacturer narrative:
The device was not returned and could not be evaluated. Since complainant is unk, no further info could be obtained. CAPA no. (B)(4) was opened to implement a design change to include pressure relief valve. CAPA is now closed.

Event description:
Maude report received by FDA on (B)(4) 2011 stated: in the operating room a loud noise was heard just as the neurosurgeon was about to use an anspach xmax drill for spine surgery. He had tested the drill and it appeared fine but the air hose had blown apart in his hand. There were no injuries.